Event description:
It was reported that the pt presented at a&e after the line fell out. No injury reported, although pt will require new line fitted.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.